Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. A review of the downloaded receiver log did not find any errors related to the customer complaint. Perform "try it 55 fixed low test": passed. Perform functional test: passed all relevant testing. Open receiver and perform visual inspection: passed. Perform global receiver communication tool intermittent audio test: passed. Measure speaker resistance: pass, 7.43 ohms. The complaint was not confirmed because the receiver produced audio output during the audio tests. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Reportedly, a pediatric patient was using an adult receiver. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.